Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. Updated fields: g3, h2, h6, h10. Corrected field: d5, e4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that the subject device had a foot switch that failed during preparation for use during a procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device had a foot switch that failed during preparation for use during a procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.